Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced severe shakiness, feeling like there was no battery power in their device. The patient had charged the implant to 25% the previous day and then to 100% following the issue. On the day after, upon connecting to the implant, the patient received an error message, service code 528, indicating that the stimulation was providing less than the requested therapy. The battery was observed to be depleted to zero. After charging the implant to 100%, which took approximately four hours, the patient contacted their doctor's office about the error message and was advised to call the manufacturer. The meaning of the error code was reviewed with the patient. The following morning, the patient received the same error message with the implant battery at 50%. The patient was advised to charge the implant until hearing the rising tones and was redirected to their healthcare provider for further evaluation, including checking the implant and running diagnostics. The patient has an appointment scheduled for april 2nd with a nurse. Additionally, the patient reported that in the past few months, the recharger has intermittently emitted continuous beeps, requiring repositioning. Reference was made to rtg0551763 regarding previous difficulties with recharging the implant.

Event description:
Additional information was received from consumer stating last time when they interrogated with dbs rep it functioned properly. Additional information was received from patient stating she is needing to charge her implant more frequently and she was instructed by mdt rep to call and have the recharger replaced. As I spoke to her more she has been getting a 528, oor code for some time, even when the ins is charged to 50% or more.   She did see the nurse on april 2nd but states the nurse did not know what that code was. Pss emailed rep to inform them. Additional information was received from from rep and sent request to repair to replace the wr per reps instruction. Patient mentioned still being able to charge but still getting oor code.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.